Event description:
It was reported that bd nexiva 24 ga x 0.75in sp with maxzero needle retraction failed it was reported by the customer that flashback noted but unable to advance therefore removed. Upon removal, it was noticed that the needle did not retract all the way and had punctured the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. IV inserted. Flashback noted but unable to advance therefore removed. Upon removal, it was noticed that the needle did not retract all the way and had punctured the catheter. Item - 383551 lot - 5136556.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issues of difficulty advancing slider and needle retraction failure were confirmed upon inspection of the sample. Analysis of the sample showed that the cannula had a bend and had pierced through the catheter. An activation test was performed on the sample, and it was observed that the sample could not be fully activated due to the needle bend. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of difficulty advancing slider and needle retraction were not confirmed upon inspection of the photo. However, it was observed that the cannula had pierced through the catheter tubing. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.